Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had motor error. The customer¿s blood glucose level was 525 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
Device passed displacement test. However unit alarmed motor error during basic occlusion test due to corroded home switch noted. Unable to perform occlusion test, prime test, excessive no delivery test.